Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while unpackaging a 3.5x8 nc trek rx balloon dilatation catheter (bdc), the distal stylet was able to be pulled out of the device without issue, however, the protective balloon sheath was unable to be removed from the balloon at all; thus, the device was not used in the patient. Another same size nc trek rx bdc was able to be unpackaged without issue and was used successfully in completing the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.